Event description:
A physician reported that the poor probe actuation occurred during the surgery. The surgery type was unknown. The surgery was completed on same day by replacing the product. The product was contacted with patient; there was no report of patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).